Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient described the area as an open wound rash that has red bumps and itching which does not spread beyond the lifevest, has opened, and bled. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommends the patient call zoll for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.